Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer and the clinical diabetes specialist (cds) loaded a new cartridge onto the pump filled with saline. Reportedly, the cds performed the fill tubing process and observed drops coming out the infusion set tubing. However, when the cds delivered a test bolus, no drops were observed dripping out during bolus delivery. There was no impact to the customer's blood glucose level as the pump was being used with saline. It was confirmed that the customer had manual injections available as alternate insulin therapy.